Event description:
The complainant has reported that a male patient (age unknown) underwent a therapeutic multiple band ligator procedure for treatment. The clinician stated that while using the speedband superview super 7 multiple band ligator device, the band slid off the verice. The use of a subsequent device resulted in the same issue. The procedure was postponed until a replacement product arrived. There is no further information available regarding procedure outcome. Please not associated medwatch report#: 6000048-2006-00317.

Manufacturer narrative:
Information skuppled in section f was completed by the manufacturer based on information obtained from the user facility. Any information not included in this section or any other section was na at the time of submission of this medwatch report to the FDA. User facility was unable to supply the correct lot number of the device used, consequently, the manufacture date of the device is unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures. Bsc reference #tw133215 / a00024851- date filed: 22 june 2006